Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was set up during a roux-en-y procedure, a reload was placed onto adapter. The jaws were closed but were unable to open. The device was fired and a high pitch squealing noise was heard from the handle. The knife blade was retracted but jaws were not able to open. The adapter was taken off with reload attached, and manual tool was used to open the jaws and removed the reload. They opened new device and used without issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.